Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was the patient(pt) was getting a por message on the pt controller. The caller indicated that the pt fell and then went to an acute care hospital, the pt had CT scans while in the acute care hospital and the caller thought that was when the pt saw the por message, about 1-1.5 weeks ago. The caller indicated that the pt was moved to a rehab hospital. The caller was not with the pt. The caller indicated that they contacted the managing md and they did not provide further guidance. The caller wanted to have a rep come out. Information was also received from pt. Pt said when they tried to turn stim back on after spending 3 weeks in the hospital due to a stroke and a traumatic fall, pt noticed the screen that showed por. Pt said they reached out to rep who told pt they thought the "bladder was stum". Pt synched with the programmer and pt reported por and a triangle in the upper left corner. Reviewed por and how to resolve it and redirected to hcp to resolve it. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.